Event description:
Patient was seen in clinic and presented with high lead impedance and was referred for x-rays. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient no longer feels the usual sensation they would feel with stimulation and the patient has been referred for surgery to resolve the high impedance. It was then reported that the patient underwent surgery and once the lead pin was re-inserted, this resolved the high impedance.

Event description:
The patient had x-rays performed but they have not been reviewed by the manufacturer to date. It was also noted that there was no known recent patient trauma or manipulation to the area.